Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10 concomitant: optetrak logic fit tibial tray, ref. No. 02-012-45-4040, serial no. (B)(6); optetrak logic femoral component posterior stabilized ref. No. 02-010-01-0340, serial no. (B)(6); optetrak 3 peg patella. H3. Investigation results- the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation, this patient had right knee replacement surgery on (B)(6) 2016 due to degenerative joint disease. No revision indicated or planned. There is no other patient demographic or medical history available. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, b3 (remove erroneous date from initial report - remains implanted), e4 (remove erroneous entry from initial report), g2, h6: impact code, medical device problem code, component code, type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.